Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that high ventricular rate episodes determined to be due to noise was observed on the right ventricular (rv) lead the patient was pending further evaluation in clinic. The patient had no complaints and was feeling fine.